Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying an error message "system error, out of service, revert to manual CPR" was confirmed during archive review and initial functional testing. The defective processor board was replaced to remedy the fault, after which the platform passed all the final functional testing. No physical damage was noted during visual inspection. The platform failed the initial functional testing due to error message "system error, out of service, revert to manual CPR" displayed when the unit was powered on. The archive data review indicated system error 136 (internal parameter corrupted) occurred on (B)(6) 2017; however, not on the customer reported event date of (B)(6) 2017. Historical complaints were reviewed for service information related to the reported complaint and there was no previous complaints for autopulse (B)(4).

Event description:
As reported during shift check, the autopulse platform displayed "system error, out of service, please revert to manual CPR" error message. No patient involvement on this issue.